Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose results while using the ilet and expressed concern about hypoglycemia, including a documented low of 45 mg/dl lasting 41 minutes that was treated with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose without need for medical intervention or hospitalization. Investigation included customer support review, education on algorithm function and adaptive behavior, and counseling on hypoglycemia management and appropriate carbohydrate treatment. Investigation of this case revealed no device malfunction, with customer education provided regarding alerts, treatment thresholds, and avoidance of overtreatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.